Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor called the patient today and noted they had a patient with an overdischarged implantable neurostimulator (ins) and the doctor asked if it is possible to have the patient go through her physician recharge mode (prm) process at home. Additional information was received from a manufacturer representative (rep) reporting that there were no symptoms associated with the overdischarge. The overdischarge was first observed at least 7 months ago. The patient did not find benefit from the deep brain stimulation (dbs), so they stopped charging. The patient was contacted multiple times with no response. The issue was not resolved.